Event description:
Ranger pressure infuser set up in operating room for emergency case. Right side of infuser not working, left side working but blood barely running in. Another ranger pressure infuser brought in from another hosp dept, both sides working but blood barely running in. No harm or adverse out come to pt.